Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/03/2016. Device returned to manufacturer: yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues inside the cartridge tube, indicating that the device was handled and prepared for surgical use. Stress marks in both sides of the cartridge tube and tip were observed which are typically caused and/or may well appear by the pass of the iol through the cartridge. The cartridge was complete. There were no missing portions or loose particles in the cartridge. A small swab, with a dark particle, was also returned and it was analysed using the energy dispersive x-ray (edx) microprobe. The results revealed that the particle was consistent with a mixture of inorganic materials, possibly salts, silicates, possibly titanium dioxide (white pigment), a sulfur species and possibly a trace of rust (iron oxide). With the information provided, this debris/particulate could not be associated to the manufacturing process. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Pt age/date of birth: unknown/ not provided. Implant date: if implanted; give date: n/a. Explant date: if explanted; give date: n/a. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that as he implanted the lens, he noticed a small bit of debris follow the lens into the patient's eye. He managed to retrieve it. There was no injury to patient. There was delay of a few minutes to the procedure. No additional information was provided to abbott medical optics.